Manufacturer narrative:
Initial report submitted on 04-jun-2024, per MFR report #: 3003637635-2024-00013. The DHR review and investigation performed on the returned device showed that there is no production or design issue that can lead to the defect which caused the complaint case. Root cause is undeterminable.

Event description:
The customer reported as follows: "while removing a peripheral balloon the hub came disconnected." Patient present at time of event?: yes. Patient complications: no patient complications. Type of procedure: peripheral intervention. Device/procedure outcome: unable to use device - attempted,different device used (same model),procedure completed. Patient outcome: f26: no health consequences or impact. As reported device codes: 1188: detachment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
The root cause of the incident is unknown at the time of the initial report. The complaint device will be returned for an evaluation. The DHR review, which examines the DHR, ncrs, and ecos will be done as part of the root cause investigation.